Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that while charging the ins, an informational power on reset (por) message appeared on the patient's ins recharger (insr). Patient services reviewed por and instructed the patient to get the patient programmer (pp). Patient services reviewed steps to clear the por message. The patient confirmed that the por was cleared on the pp and insr, and that she was able to charge the ins. The issue resolved. No symptoms were reported.